Event description:
The clinician reports that the day the implant was placed in ada 14, failure occurred upon insertion. Details of surgery: primary stability not achieved, implant surface not completely covered with bone, sinus perforation and sinus augmentation. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and fistula. No further patient complications were reported.